Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, and there was apparent explant damage.